Event description:
It was reported that this pacemaker system exhibited high out-of-range pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was no capture when programmed in bipolar. The field representative inquired about programming the device to magnetic resonance imaging (MRI) protection mode and boston scientific technical services (ts) informed unipolar is not allowed in MRI mode. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out-of-range pacing impedances on the right atrial (ra) lead, measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was no capture when programmed in bipolar. The field representative inquired about programming the device to magnetic resonance imaging (MRI) protection mode and boston scientific technical services (ts) informed unipolar is not allowed in MRI mode. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that the right atrial (ra) lead exhibited noise. At this time, the device and lead remains in service. No adverse patient effects were reported.